Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. The customer was stated the infusion set cannula was bent. Customer was assisted with troubleshooting. Customer declined troubleshooting for high blood glucose. Customer was advised to change the infusion set a replacement will be sent. The infusion set was returned for analysis.